Event description:
A nurse reported that during a cataract/vitrectomy procedure, the fragmentation handpiece tuned successfully, but when the doctor depressed the footswitch, the system indicated "please tune handpiece". The customer re-tuned and depressed the footswitch again, but the issue reoccurred. They tried three more times, but the issue did not resolve. The surgeon also tried again on the second port, but the same issue occurred. The system was exchanged in order to complete the case. There was no harm to the pt.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss recommended resetting the system. The customer called back and noted that the system worked after the system was rebooted. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).